Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. At 117cm, 117.6cm, and 118.1cm from the strain relief, the shaft was kinked. There was blood in the guidewire lumen and the balloon was loosely folded. The tip of the device was damaged. The balloon catheter was soaked to break up the contrast and blood present within the device. It was then prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. There were unreported damages to the device such as shaft kinks and tip damage. Both damages found are consistent to preventing the device from further crossing the lesion and would likely cause resistance if device was advanced.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Following stent deployment, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation but failed to cross the lesion. The balloon was inflated for 16-18 seconds; however on the third inflation at 17 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Following stent deployment, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation but failed to cross the lesion. The balloon was inflated for 16-18 seconds; however on the third inflation at 17 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.